Event description:
This spontaneous case describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammatory reactions"), adverse drug reaction ("side effects"), fatigue ("fatigue"), mobility decreased ("loss of mobility"), headache ("headache"), pelvic pain ("pain") and nervous system disorder ("neurological disorders"). The reporter considered adverse drug reaction, fatigue, genital haemorrhage, headache, inflammation, mobility decreased, nervous system disorder and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of genital haemorrhage ("bleeding") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criteria disability and medically important), pelvic pain ("pain"), inflammation ("inflammatory reactions"), fatigue ("fatigue"), headache ("headache"), nervous system disorder ("neurological disorders"), mobility decreased ("loss of mobility") and adverse drug reaction ("side effects"). The reporter considered adverse drug reaction, fatigue, genital haemorrhage, headache, inflammation, mobility decreased, nervous system disorder and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2022: quality safety evaluation of product technical complaint. Imdrf codes were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.